Event description:
Pt, status post l2 to l5 pangea rod and screw instrumentation, returned to surgeon for six week post op visit. An x-ray showed one screw head pulled away from the rod on the right caudal side at l5. Surgeon noted the rod appeared to be in place. Surgeon does not plan to remove the screw and will monitor the pt.

Manufacturer narrative:
Additional info has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture without a lot number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history record review cannot be completed.